Manufacturer narrative:
Correction: section a1 and section e have been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt reported some time ago, a while ago, they were unable to charge the device and unable to communicate. Pt said they could not charge the 'hand controller' and ins. Pt said they think implant already expired. Reviewed battery longevity, redirected to hcp. Pt also mentioned they saw their device was under a recall zz1926-2016. Reviewed info on the recall.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 37744 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was recieved from the patient. Pt got disconnected from another agent. Made an outbound call. Pt repeated the same info and asked for help finding an doctor to replace the implant. Provided locator website. Additional information was recieved from the patient. Patient called back and repeated previously documented information. Patient mentioned they were having trouble finding a doctor (hcp) to remove the ins. Agent asked and patient they reached out to a few doctors from the physician listing they were provided. Agent reviewed with patient to try to reach out to all the hcps on the list and if they don't remove the ins at their clinic ask if they can refer them to another hcp that does revision/replacements.

Manufacturer narrative:
Continuation of d10: product ID 37744 serial# unknown: product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.